Event description:
The user facility reported an impella cp in a 65 year old male patient for mechanical circulatory support for myocardial infarction. It was reported that upon explanting the pump, the patient had a hematoma evacuation and washout on their right groin. The site was then surgically closed. However, further details states that due to the patient's rapid deterioration, the patient continued to code and a new pump was placed. The patient eventually expired while on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding was not determined since the product was not returned and not enough clinical information was provided. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25785. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25785 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact facility name and reporting contact fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-25785. H.2 should have been left blank on the initial manufacturer device report number 1220648-2025-25785 as it is was an initial manufacturer device report.